Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customers blood glucose (bg) level was reported to be (78 mg/dl) the customer stated bg level could possibly be due to pump settings. However, it was not confirmed. The customer reported to have been experiencing "body fluctuating in the nights" possibly low bg's. However, the exact values were not provided. The customer was a little shaky and woke up wife to get something to eat. The customer will consult with health care provider on pump settings. It was indicated that the customer would continue to use the pump until the replacement arrives.